Event description:
On (B)(6) 2012, customer reported that 1-2 ml. Of erythrolyses was leaking from shear valve # 85 in the lh750 instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found the leak was coming from shear valve # 85. Fse replaced the shear valve and the sample line from the differential shear valve to the differential mixing chamber. Fse verified instrument operations. No further leaks were reported.

Manufacturer narrative:
(B)(4).